Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump flow dropped to 1.6-1.7 lpm at night on (B)(6) 2022 and the patient experienced low flows. The physician increased the speed of the right ventricular assist device (rvad) and the flow went back to 3.0lpm. The patient was also put on increased inotropes; dopamine was upped from 2 ug/kg to 3ug/kg. The patient's condition worsened even with the increased rvad speed and initiation of inotropes, and the patient passed away on (B)(6) 2022. The cause of death was lung edema. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were unable to be confirmed from this evaluation as no log files were submitted for review. Additionally, a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist device. Additionally, this IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 06dec2021. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 5 of the patient handbook entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had diarrhea several times and the healthcare provider believed that the low flows might be dehydration related. There were no obvious changes to the patient's vital signs, and the patient was conscious at the time of the alarms on (B)(6) 2022.